Event description:
Information received indicates the foot end casters do not hold when the brake is engaged.

Manufacturer narrative:
The technician found the brake/steer linkage was broken and used a brake steer upgrade kit to repair the stretcher.